Event description:
After an implantation period of approx. 44 months, oversensing on the ventricular channel was reported. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023. Upon receipt, the lead under complaint found cut 51 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The analysis showed that the lead body was found squeezed and damaged 33 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023. -